Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Upon review of the data on the device it is apparent that the console is the potential cause of the issue. Please refer to the complaint (B)(4) for an investigation into the console. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted to support a patient undergoing a high-risk percutaneous coronary intervention. The pump was supporting along with protek duo when after 5 days there was signal loss. The placement signal not reliable did not prompt the team to explant the pump. Pump remained on for support until the patient was successfully weaned and the device explanted.